Event description:
After placement of 4% tetracaine and afrin coated pledgets into her nasal cavity, patient developed severe headache and nausea and asked for procedure to be aborted. Recall received after event.